Event description:
The customer was hospitalized for high bgs. It was indicated that the customer has chest pains, was hot, and had nausea. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The high-pressure test was not performed due to the lack of a clamp. Explained to the customer the two high bg rule. Instructed the customer to call back when the clamp arrives.